Event description:
It was reported that the device was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: normal battery depletion. It was reported that the device was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated premature eri (elective replacement indicator).

Event description:
It was reporte the ipg was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.